Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised for a second time approximately 13 years later due to metal related pathology. An extended trochanteric osteotomy was required to remove the well-fixed stem which also resulted in femoral fracture requiring an open reduction internal fixation to fixate the greater trochanter to the femur.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; d1; d2; d4; g3; g4; h2; h6.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised for a second time approximately 13 years later due to metal related pathology. An extended trochanteric osteotomy was required to remove the well-fixed stem which also resulted in femoral fracture requiring an open reduction internal fixation to fixate the greater trochanter to the femur. During the procedure, a fracture fragment of the greater trochanter was highly comminuted with thickening and fibrosis. A broken unknown cerclage wire was removed, the nonunion was reduced, and a greater trochanteric claw plate with cables was placed satisfactorily.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint confirmed based one medical records evaluation. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: previous intraoperative fracture and planned osteotomy during stem revision, thin bone. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02494. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised for a second time approximately 13 years later due to unknown reasons. An extended trochanteric osteotomy was required to remove the well-fixed stem which also resulted in femoral fracture requiring an open reduction internal fixation. Attempts have been made no andfurther information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}; updated: d4; g3; h2; h3; h4; h6. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: xray findings of resorption of osteotomy fragment laterally with gt escape, fracture of greater trochanter and some resorption of bone across the lateral aspect of hip. The fracture remains unmoved. Fragment was highly comminuted with thickening and fibrosis of much of the tissue. Fibrous nonunion between the fracture fragments was then cleared to allow appropriate reduction. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.